Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device evaluation: the product was not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: manufacturing record evaluation could not be performed since serial number is unknown. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Serial number: unknown, not provided. Catalog#: catalog number is unknown, as product serial number was not provided. Expiration date: unknown as there is no serial number provided. UDI number: UDI number is unknown as product serial number was not provided. If implanted, give date: unknown, information not provided. If explanted, give date: unknown, information not provided. Expiration date: unknown as there is no serial number provided. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zxr00 intraocular lens (iol) was exchanged for a monofocal iol due to unexpected myopic result. Requests for additional information were made but no response was received. No additional information provided.